Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance issue. A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: f. For use by uf/importer (updated coding).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement, confirmed through fluoroscopy. A different lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement. A different lead was implanted. No adverse patient effects were reported. Lead is expected to return for analysis.

Manufacturer narrative:
Corrected fields: f. For use by uf/importer (updated coding).